Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the it is unknown if the system was in clinical use because customer didn¿t face any issue regarding system, and they didn¿t log any call or report any issue. It was reported that there was an issue with disk bay board of ippc frontal channel. Upon further inspection, philips remote service engineer (rse) identified the remote alert: ippc degraded disk bay board ¿ frontal. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Philips field service engineer (fse) replaced the disk bay in other work order. After the replacement disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the there was an issue with disk bay board of ippc frontal channel. No harm was reported to philips. Philips has started an investigation of this complaint.